Event description:
I had a drg stimulator implanted in early june. It had four leads, l1 and s2 bilaterally. I had severe pain at the generator site and I have numbness on the left side coinciding with the l1 dermatome. During placement, testing of the left, l1 lead caused extensive motor neuron activation. Upon waking up from surgery, a good portion of the l1 dermatome, particularly in the groin area, was completely numb. It has remained this way for 3 weeks. I had to have the entire stimulator removed exactly two weeks after placement due to this unrelenting pain. FDA safety report ID# (B)(4).